Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the conductor coil was deformed on the distal terminal leg (20mm) and the proximal leg (28mm) from the terminal pin. There were superficial cuts noted 307mm and puncture holes noted 312mm from the terminal pin. There was blood/body fluid noted in the helix housing. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits.

Event description:
Boston scientific received information that, during the implant procedure, the patient with this right ventricular (rv) lead began to bleed from the axillary access. Due to the inability to control the bleeding, the physician decided to explant the device in order to repair the axillary artery. No adverse patient effects were reported.